Event description:
A fallopian tube clip was in the process of being applied laparoscopically. When the physician tried to reopen the clip to attach it to the tube, the clip slipped out of the applicator. It was easily retrieved from the abdomen and another clip was placed successfully to complete the case.